Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient had shocking sensation while mowing the lawn. The outcome was resolved without sequelae. The patient turned off the device and finished the activity and turned it back on. No diagnostic methods were performed. The etiology was noted as related to the device or therapy and not related to the implant. The etiology was noted as programming/stimulation. The severity was noted as mild. Relevant medical history included: spinal pain

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.